Manufacturer narrative:
Follow-up #1: date of submission 09/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump will not power with returned battery cap. Ground spring missing from returned battery cap. All testing performed with a test battery cap. Test battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal. A power loss was not observed. There were no power on reset events observed in black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.